Event description:
Rptr stated that pt's device delivered an inaccurate bolus amount (device was programmed to deliver a 2.5 -u bolus, but it only delivered 0.3 u). Pt experienced elevated blood glucose (blood glucose = "hi" on meter). No error was generated by device. Rptr also stated that the clock on the pt's device loses 30 mins every mo. Pt self-treated high blood glucose by delivering a correction bolus.